Manufacturer narrative:
Age or date of birth: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided. Telephone number: (B)(6). PMA/510(k) number: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). Device evaluated by fr: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded intraocular lens (iol) its trailing haptic was observed to be detached. Account indicated that the iol got stuck in the tip of the cartridge inside the eye and the doctor decided to made the plunger move forward. It was provided that the incision was extended to remove the iol, and the lens was discarded upon removal. A back-up iol of unknown model was implanted successfully. No further information was provided.

Manufacturer narrative:
Additional information: additional information received indicated that it is unknown if the lens was fully inserted and removed from the eye, but it was clarified that most of the lens had been implanted, then the incision was widened and the iol was removed. No further information was provided. Corrected data: in review, it was noted that the following information was inadvertently not included in the section "b5" of the initial MDR report; therefore, it is being captured in this supplemental MDR report: section b5: no visible damage to the tip of the cartridge was confirmed. In addition to the lens, the injector was also discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.